Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubbles. The customer¿s reported that they experienced high blood glucose level of 250 mg/dl and the current blood glucose was 249 mg/dl. The customer had no symptoms and was treated high blood glucose with pump. Troubleshooting was performed for high blood glucose. Customer reports insulin exited. The customer stated that air bubbles were small bubble and there were lot. The reservoir will not be returned for analysis.